Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
The complaint device was received and evaluated. The anchor, suture, and needles were not returned. Visual observation of the inserter revealed the inserter sleeve is in the deployed position on the shaft, and shows the distal end of the sleeve had been split in an outward direction, damage that could allow the anchor to fall off the inserter. The lack of the pre-deployment gap between the proximal end of the sleeve and the shaft would indicate deployment, and the damage to the sleeve could possibly have been caused by the user¿s reported second attempt to deploy the anchor. The anchor being deployed can be confirmed. Further, a review into the depuy synthes mitek complaint systems revealed no other complaints for this lot of devices that were released to distribution. A definite root cause for this failure cannot be determined, as the needle would have been attached to the suture and anchor even if the anchor had fallen off of the inserter. At this point in time, based on the complaint rates for this failure, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The customer reported that during a nasal ar procedure the needle broke off the customer's micro quick anchor plus 3/0 ethibond & v4 needle in the patient. The customer stated that the anchor would not implant the first time so the surgeon reloaded the implant and when the surgeon went to try an implant the anchor for the second time the inserter broke causing the needle to fall into the patient. The customer stated that x-rays were performed to locate where the needle is located the surgeon could see it but he could not manual get to the needle to remove it from the patient. The customer stated that the surgeon tried for over an hour to get to the needle to retrieve it but was unsuccessful. The customer reported that the surgeon completed the procedure with another like device with no patient consequences but there was over an hour delay. The customer stated that the inserter will be returning for evaluation.